Event description:
It was reported that a vns patient¿s device was interrogated and showed low lead impedance, less than 600 ohms. The battery did not show an end-of-service condition. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Clinic notes were received providing that the impedance value was low at 600 ohms and stated to be unusual and they didn¿t feel they usually see that.

Event description:
An implant card was received indicating that the patient underwent a full revision surgery due to the low impedance. Historically, the facility does not return explanted products to the manufacturer. The products have not been received to date.